Event description:
Customer reportedly received results of 49 mg/dl and 166 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 549532, expiration date 03/31/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.